Event description:
The surgical revision addreses "difficult inflation/deflation". As reported to co, the pt has a 75 cc reservoir components; 116 cc's of fluid was found in the device. Surgeon removed connector, removed 56 cc's of fluid, reconnected and closed. No device nor any device component(s) were removed or replaced.